Event description:
It was reported that the patient underwent an alveolar cleft repair using rhbmp-2/acs. The surgery resulted in a hypertrophic scar. The patient underwent a scar revision surgery to transfer local tissue to the right ala.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.